Event description:
It was reported that during the catheter myocardial ablation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that air ingress was noted when the farawave was inserted into the sheath and backflow was performed from the flush port of the sheath. The bubbles were observed at the flash port and a pressure bag was used for the irrigation of the sheath. The guidewire was about 3mm from the tip of the farawave catheter. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Event description:
It was reported that during the catheter myocardial ablation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that air ingress was noted when the farawave was inserted into the sheath and backflow was performed from the flush port of the sheath. The bubbles were observed at the flash port and a pressure bag was used for the irrigation of the sheath. The guidewire was about 3mm from the tip of the farawave catheter. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.